Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date reported event of stent unraveled. The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The deployed stent of this device alone was returned to the cis for analysis. The stent was severely bent and deformed and it was also noted that the stent had unravelled at one end. No other issues were identified during the product analysis. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited.  Therefore, the most probable root cause classification for the reported failure is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a wallflex fully covered biliary stent was implanted in the common bile duct during a stent placement procedure (approximately 11 months prior to (B)(6) 2014). According to the complainant, the stent was implanted to treat a benign chronic pancreatic stricture of the lower common bile duct (cbd). On (B)(6) 2014, during a planned stent removal procedure, the physician noted that the wire of the removal loop appeared to unravel during removal of the stent with forceps. The stent was successfully removed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a wallflex fully covered biliary stent was implanted in the common bile duct during a stent placement procedure (approximately 11 months prior to (B)(6) 2014). According to the complainant, the stent was implanted to treat a benign chronic pancreatic stricture of the lower common bile duct (cbd). On (B)(6) 2014, during a planned stent removal procedure, the physician noted that the wire of the removal loop appeared to unravel during removal of the stent with forceps. The stent was successfully removed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.